Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient(switzerland) experienced persistent pain in the ipg pocket area. Reportedly, pain radiates through their entire body. Surgical intervention may be undertaken as the next course of action to address the issue.

Event description:
Follow-up identified surgical intervention was undertaken wherein the original ipg was explanted and replaced with a new model which resolved the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
It was inadvertently reported in b5 section of follow-up report-1 that ¿follow-up identified surgical intervention was undertaken wherein the original ipg was explanted and replaced with a new model which resolved the issue.¿.

Event description:
Surgical intervention took place on (B)(6) 2018 wherein the ipg was revised in a mesh bag to address the issue.